Event description:
A (B)(6) male underwent evar on (B)(6) 2012. The proximal triggerwire was not fixed on the top stent trigger-wire release mechanism - the petrol screw. Proximal trigger wire had to be pulled with a surgical forceps. This was easy to do and the procedure was without any further problems. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4) - no consequences to the patient were reported. (B)(4) - trigger wire difficulties are addressed in the IFU. Event evaluation: still under investigation.